Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the infusion set ripped off in the evening and caused the customer's blood glucose to go up to 424 mg/dl. Customer noticed the infusion set ws hanging when customer had gone to the restroom. Troubleshooting was performed on the infusion set and declined troubleshooting for high blood glucose. Customer's current blood glucose was 444 mg/dl, treated with the insulin pump. The customer is not returning the device for analysis.